Event description:
The user received questionable calcium results and provided data for 11 patient samples. Of the provided data, the results for 9 patient samples were discrepant. All repeat results were generated from integra 800 serial number (B)(4). All results are in mg/dl. Patient sample 1 initial result was 10.50 and the repeat result was 9.6. Patient sample 2 was from a (B)(6) male. The initial result was 12.65 and the repeat result was 7.4. Patient sample 3 was from a (B)(6) female. The initial result was 10.41 and the repeat result was 8.8. Patient sample 4 was from a (B)(6) male. The initial result was 12.03 and the repeat result was 10.2. Patient sample 5 was from a (B)(6) female. The initial result was 12.16 and the repeat result was 9.0. Patient sample 6 was from a (B)(6) female. The initial result was 10.13 and the repeat result was 9.0. Patient sample 7 was from a (B)(6) female. The initial result was 10.63 and the repeat result was 9.3. Patient sample 8 was from a (B)(6) female. The initial result was 12.37 and the repeat result was 8.8. Patient sample 9 was from a (B)(6) female. The initial result was 12.07 and the repeat result was 9.1. The initial results were reported outside the laboratory. The patients were not adversely affected as the corrected reports were made within 30 minutes of the initial results. The calcium reagent lot number was 62601901. The field service representative determined there was a problem with the fluidics system. He checked the water quality, cleaned the internal reservoir and replaced a filter. He replaced the lamp, syringes and a level detection cable. To verify the analyzer operation, he ran performance tests with good results and the user ran calibration, quality control and precision testing with good results.

Event description:
Procedure type: pancreas. According to the reporter: when camera was inserted through trocar, a piece (look like glue) dropped. It is not clear where the piece came from. It did not drop into cavity. Operating time was not extended. There was no tissue damage, nothing fell into the cavity and no additional bleeding. No pt injury was reported, no other pt info available.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.